Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Alarm history was checked and it was noted that it was interrupted. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.